Event description:
"It was reported that this right ventricular (rv) lead exhibited a sudden rise in pace impedances from the 500- ohms range to out-of-range pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were stable in the 40-50 ohms range. Prior to and since then, there were numerous false episodes of no therapy and 1 burst of anti-tachycardia pacing (atp) due to over-sensed noise. The atp did not appear to have capture. It was noted that the patient was not pacer dependent an underlying rhythm was observed. Technical services (ts) discussed troubleshooting options including pocket manipulations, isometrics, and possible x-rays. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).